Manufacturer narrative:
The manufacturer previously reported information reporting a death occurred during the use of a ventilator. There is information alleging the ventilator didn't alarm. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. Information was received, and the patient identifier, age, and gender have been updated.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer received information reporting a death occurred during the use of a ventilator. There is information alleging the ventilator didn't alarm. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information reporting a death occurred during the use of a ventilator. There is information alleging the ventilator didn't alarm. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. Information was received, and the patient identifier, age, and gender have been updated. The device was evaluated by the manufacturer's product investigation laboratory (pil) and pil was unable to duplicate any failure. Pil set up the device on the bench top ran the device for an hour and the device ran without any alarms or failures. The device was tested on the respective test stations and passed the applicable test steps. In the event log, it was observed that the device was alarming and was acknowledged with alarm button resets. Pil was unable to duplicate any failure with the suspected device and has determined that the device functions as designed.